Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change, the user did not observe drops after the fill tubing step following approximately 70 units dispensed, and upon rewinding and removing the cartridge, insulin was found to have leaked into the pump chamber; the user was unsure if the cartridge had been overfilled, and after assistance with filling a new cartridge, drops were observed and the supply change was completed. No adverse clinical symptoms reported. Outcomes included no clinical impact and no alerts or alarms. Customer care provided product troubleshooting and user education. Investigation of this case revealed a leaking cartridge consistent with a user handling or fill technique issue involving the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to cartridge fill or insertion.